Manufacturer narrative:
After battery installation, unit alarmed spi to motor pic communication error followed by unexpected off no power alarms due to faulty mother board. Unable to perform functional testing including operational currents, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, displacement test or verify motor error due to constant spi to motor pic communication error alarms and off no power alarms. The motor home switch found corroded per visual inspection. Unit received with cracked case at the display window corners, reservoir tube window and reservoir tube window corners. Unit received with broken battery tube threads. Unit received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump alarmed spi to motor pic communication error. She cleared it and then it alarmed off no power, then at one point it alarmed motor error. The customer stated they did not receive a low battery alert prior to the off no power. Customer's blood glucose was 233 mg/dl. Troubleshooting was performed. Customer then stated the off no power alarmed occur without a low battery out alert. Customer stated their might have been an unattended alarm but was not sure. Customer was advised the insulin pump needed to be replaced as the device continued alarm off no power. Customer stated there was also a strong odor from the device. No liquids were noted in the device. The device is returning for analysis.